Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by the field clinical specialist, severe paravalvular leak was noted following deployment of the sapien valve. The valve was positioned 80:20 aortic and moved aortic just prior to delivery system balloon inflation, resulting in the valve being placed at the point of the sinotubular junction and the annulus, where it remained stable and secure. The native coronaries were covered but had been bypassed previously with no hemodynamic changes. To mitigate the paravalvular leak, a second sapien valve was implanted. The second sapien valve was placed more ventricular, which lessened the paravalvular leak to mild. The patient remained stable throughout the procedure, and no further intervention was required. The malpositioning of the initial sapien valve is believed to have been caused by the imaging equipment used during the procedure, which may have hindered the physician's vision of the valve positioning.

Manufacturer narrative:
Cine/fluoroscopic images were submitted to edwards and reviewed by the edwards (B)(4). Echo images were not provided. Observations: severe aortic calcification, severe aortic root calcification, no porcelain aorta. Image intensifier angle adequacy cannot be determined due to faint opacification of aortic root. Coaxial alignment poor with lateral bias of delivery system and valve. Cine image prior to valve deployment demonstrates the bottom of the valve is in alignment with the bottom of the cusps. No loss of pacing capture noted and ventilation was held during deployment. Post-dilation performed. Post deployment / post dilation aortogram is of insufficient quality to assess for aortic regurgitation (ar). Next cine image demonstrated valve in valve deployment positioned 50% ventricular within previous thv. Post valve in valve aortogram demonstrates ar. Impressions: sapien valve placed extremely aortic which contributed to significant paravalvular leak (pvl). Valve in valve undertaken with ventricular positioning of second valve. Unable to assess post deployment ar as tee not available for review. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, there are several factors which appear to have contributed to the valve malpositioning and pvl, including severe calcification of the native aortic valve and root, poor coaxial alignment of the delivery system and valve, and extreme aortic positioning of the sapien valve prior to deployment. There is no allegation of device dysfunction, misuse or mislabeling, and no inadequacies in the physician training have been identified; therefore no further investigational actions will be performed in relation to this event.